Event description:
It was reported the pacemaker is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The pacemaker was explanted and returned due to advisory status. Final analysis found no anomalies with the device functionality.